Event description:
It was reported that the customer had a low blood glucose level of 34 mg/dl in (B)(6) 2015. Customer stated that he was at a friend's house and refused to be transported. Customer had no symptoms and was asleep. Customer stated that the perceived cause of the low blood glucose level was that he did not eat a meal. The paramedics were called and they treated him with a glucagon shot. Customer's blood glucose level was 78 mg/dl when the paramedics left. Customer was having no delivery alarms either during the same month or the month before the low event. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.